Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, it was known the event occurred due to the following causes: the size of the calculus was larger than the duodenal papilla; the user held many calculi in the basket at the same time; the basket wire of the subject device was deformed while the user repeatedly held the calculus with the subject device. The instruction manual of the device has already warned as follows; *do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. *when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the scope¿s angle back, or move the position of the basket until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the basket with calculus engaged may not be removed from the body. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the subject device was incarcerated. The physician crushed the calculus with the emergency lithotriptor. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".